Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh device used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh and had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh and had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum based on additional information provided by patients attorney: the following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh and had unspecified injuries. On (B)(6) 2009: the patient had sustained unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney is limited to the date unspecified injuries on (B)(6) 2009. As previously reported, there is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol flat mesh device used to treat the patient. The patient's attorney alleges unspecified injuries. However, no details have been provided regarding the nature of the injury. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited. Information provided at this time, no conclusions can be made between the bard/davol flat mesh device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh device used to treat the patient. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney is limited to the date unspecified injuries on 02/02/2009. As previously reported, there is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol flat mesh device used to treat the patient. The patient's attorney alleges unspecified injuries. However, no details have been provided regarding the nature of the injury. Addendum #2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol flat mesh and had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia, lower midline wound thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿there was multiple hernias all the way up to the naval area. Dissected all the adhesions and placed bard flat mesh and secure it with suture.¿ (B)(6) 2009 - patient was diagnosed with multiple incarcerated incisional hernia thereby underwent open repair with explant of bard flat mesh and implant of (synthetic) mesh. Per operative notes, ¿two or three small hernias were found into the umbilicus. There were a couple of hernias in the region of the mesh and one large hernia was formed below of old mesh. The old mesh was excised. A synthetic mesh was then placed and sutured.¿ (B)(6) 2009 to (B)(6) 2016 - patient was diagnosed with incarcerated abdominal wall hernia, recurrent ventral hernia, incarcerated bowel thereby underwent laparoscopic repair with explant or old meshes and implant of synthetic mesh. (As per medical record) attorney alleges that patient had adhesions, bowel/intestinal obstruction, bowel/intestinal removal, pain, recurrence. It is also alleged that patient had scar tissue, hypertension, morbid obesity, critical hypoglycemia, chronic pain syndrome, dysphagia and irritable bowel syndrome.